Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the belt failed to communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the orange (+5v) wire was open inside the trunk cable. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable.